Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that the ac power module had failed. Failure of the ac power module would prevent the unit from powering upon ac power as well as prevent the battery from charging. The customer was sent a new ac power module. A philips representative spoke with customer who reported that the new ac power module resolved the reported issue.